Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in this incident, it was determined that there were recurring failures affecting door 2. The field service engineer (fse) replaced the door controller board with a non-stock part and configured the door in the med application. All relevant tests were performed using the hardware test application and passed successfully. The customer was able to access the storage space without issue. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 2 had failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.